Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose was as low as 528 mg/dl and displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.